Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) tsvmb8 (imp, tsv, mcol mg, 3.7mm, 8mm) was returned for investigation. Visual evaluation of the as returned implant identified that the implant fractured at the collar and there were signs of use, bone debris on external threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was moderate bone density (type ii). The reported device was at tooth location 26 (fdi) for approximately 2 years, 2 months. DHR review was completed for the subject lot number, 1236926. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported implant fracture in abutment area and was removed. Doctor also reported inflammation and pain. Follow-up-treatment: new implant and prosthetic placement.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b3: date of event. B4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.